Event description:
Customer reported via phone, he was just talking to someone in regards to a no delivery alarm but now the device was alarming motor error. Customer's blood glucose was 400 mg/dl. Customer stated he thinks he is experiencing high blood glucose because he thought the insulin pump was administering insulin when it wasn't. Troubleshooting was performed and it was found customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with no motor error alarm during bolus and basal delivery and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.